Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughing, anxiety. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughing, anxiety. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 3643.5 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, pil observed: a dust-like contaminant was observed on the top enclosure, front panel, rear panel, iso port, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the bottom enclosure. A keratin-like substance was observed on the outlet of the blower box. The screws for the top enclosure were observed to be missing from the device. Pil was not able to confirm the complaint, or address the symptoms specified.